Manufacturer narrative:
Correction: PMA / 510(k)#. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an free flow ¿ fentanyl (event #2) was not determined because no products or device logs were returned.

Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that the fentanyl was 1000mcg in sodium chloride 0.9% 100 ml infusion for 5ml/hr. It was mentioned that there was also a propofol infusion running at the time of event. There was no detectable injury to the patient and no interventions needed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that the fentanyl was 1000mcg in sodium chloride 0.9% 100 ml infusion for 5ml/hr. It was mentioned that there was also a propofol infusion running at the time of event. There was no detectable injury to the patient and no interventions needed.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user free flow.

Event description:
It was reported that there was a free flow of fentanyl. There was patient involvement but no harm. Bd later learned that the fentanyl was 1000mcg in sodium chloride 0.9% 100 ml infusion for 5ml/hr. It was mentioned that there was also a propofol infusion running at the time of event. There was no detectable injury to the patient and no interventions needed. After a site visit, bd also learned the following information: the incident occurred on (B)(6) 2024, during the night shift in the ICU. The nurse initially utilized interoperability to scan the medication, but then manually programmed the device and did utilize guardrails. Upon review of the device logs by the quality team, it was confirmed that the nurse had programmed the device incorrectly. The nurse had chosen fentanyl (mcg/kg) instead of fentanyl (mcg/hr) when manually programming the fentanyl drip. The IV tubing and devices involved in the incident were not sequestered. The following information was provided by (B)(6) from the safe care report that was submitted online about the incident: ¿very critical patient with multiple nurses and physician in the room. Fentanyl drip was to be started and when rn tried to scan the barcode on the pump it would not scan and give an error with a bunch of xxx¿s on the screen. Rn manually programed the pump as there were no other channels available at the time. It was noted before the patient left for uc that the bag of fentanyl had much less volume in it than was expected for just being started a little over an hour prior. Rn contacted charge rn and then pharmacy to investigate and that is when the pharmacist noted that the pump had been programmed incorrectly using mcg/kg/hr. The error was not caught by the primary rn or the assisting rn who double tapped for it. There was no obvious harm to the patient as she had a protected airway and her bp had actually started to improve and pressor requirement had come down before leaving for uc. Rn and assisting rn met me at my office first thing that morning to explain what happened. Rn was extremely upset about what had happened and stated she would never manually program a high alert medication like that again. She will seek out a new channel and brain fir needed. We discussed in the future that if they are having trouble scanning medication or channels and getting error messages that they will take a picture of the error screen and send that to me with detains on the situation. They will remove the channel and mark it to be taken to ge biomed to be investigated.¿.